Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch veriosync meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 sometime in the morning when he obtained readings of 172 and 193mg/dl using the subject meter compared to readings of 119 and 132mg/dl respectively using a freestyle meter: measurement comparisons within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using glp-1 (30mg) each monday morning; levemir 39 units; jardiance 10mg and metformin 1000mg twice per day, and reportedly increased his food/drink consumption in response to the reported issue. The patient claimed experiencing symptoms of ¿dizziness, nauseous, loss of appetite, tired, lack of energy, blurred vision and loss of taste¿ approximately 7, 10 and 14 days after obtaining this measurement. The patient reportedly self-treated on (B)(6) 2016 in the morning by increasing his glp-1 dose to 50mg in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. Based on the information provided there is no indication that the subject meter caused or contributed to a serious injury. The allegation of the meter reading high correlates with the reading obtained, the symptom (blurry vision) experienced and the self-treatment of increased glp-1 dose. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.